Event description:
It was reported by a customer on (B)(6) 2011 in the middle of the procedure a low water message was rec'd from the laser sys. Per the customer, the procedure was completed after adding water. Yet, the low water message remained on the laser sys screen. Also, the customer reported that once the procedure was completed, there was a large puddle of water on the floor but could not locate where the water leak was coming from. No pt injury was reported.